Event description:
It was reported that the crosser iq¿ cto recanalization system experienced leakage. The following information was provided by the initial reporter: during the management of a child in a life-threatening emergency, blood leaked from the huber needle and the 3-way extension connector. Current status of the patient : discontinued current treatments when the child was taken into life-threatening emergency, change of 3-way extender.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of ta210735 was provided by the initial reporter. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further review MFR# 2243072-2022-00728 has been determined to be not reportable. Di-25-3vg is on cbi-093 exemption list. As a result MFR# 2243072-2022-00728 is null and void.

Event description:
It was reported that the crosser iq¿ cto recanalization system experienced leakage. The following information was provided by the initial reporter: during the management of a child in a life-threatening emergency, blood leaked from the huber needle and the 3-way extension connector. Current status of the patient : discontinued current treatments when the child was taken into life-threatening emergency, change of 3-way extender.